Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noisy signals when the patient performed certain movements. A replacement procedure was performed, where this rv lead was capped, and a new implantable lead was implanted. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. A replacement procedure was performed, where this rv lead was capped, and a new implantable lead was implanted. No additional adverse patient effects were reported outside the revision procedure.